Event description:
A malfunction alarm identified as "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump and instructed them to switch to an alternate insulin delivery method, mdi, as the malfunction persisted. The pump was confirmed to be under warranty, and arrangements were made for a replacement to be shipped. The customer was instructed on how to put the pump into storage mode and agreed to return it using a pre-paid label.